Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 309 mg/dl with moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy after replacement, and the pump's settings were not recently changed. During troubleshooting, it was reported moisture was observed within the cartridge compartment. This complaint is being reported because the alleged health event was attributed to an alleged pump malfunction.